Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on event date, that a customer had a problem with a urology catheter. The customer alleges that she was unable to remove foley after deflating the balloon. The nurse stated a physician then removed by manually deflating with needle. The nurse stated, at the bedside, the urologist inserted a needle at the base of the penis, injected the needle into the penis to reach the balloon, and manually deflated the balloon. The foley was successfully removed and the pt was discharged home.